Event description:
Pt had an ace capture hip fixation of right hip in 2000. Pt went to rehab for recovery and returned to hosp in 2000, as pt was unable to walk. Ace capture system was broken and pt had to return to surgery for removal of broken compression hip screw. Internal fixation with blade plate, intertrochanteric fracture right hip in 2000.